Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse found that the wash 1 was contaminated. The base was poured into the wash 1 container. The customer decontaminated the system and ran controls. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Twelve low positive advia centaur xp troponin ultra results were obtained on pt samples and reported. The physician questioned the results. When the physician questioned the results, the customer reran qc and the results were out of range. The qc was not run before running the twelve samples. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the low positive troponin ultra results.